Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been stuck on a black screen. The field service engineer (fse) noted that the customer had originally encountered a bios password screen. The customer had reseated the sata cables to the hard drive, but the application did not start due to an error. The customer had opened a case with technical support specialist but needed the station operational. The customer opted to re-image the hard drive rather than wait for software repair. The fse re-imaged a new hard drive, configured it, and loaded e-set v11. Initially, the configuration did not appear in remote smart service. The fse deleted version 4.10 from the image and loaded the current 4.12 version, but the station did not boot automatically. After consulting tech support, the fse reloaded rss 4.12 and changed values to also load the update manager files. The station then booted correctly. The customer was able to sign in and use the system successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.